Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. The mfg visual inspection noted one tip of the drill guide was broke off. The broken fragment exhibited the forefront bent inward at one side, making the diameter too small. The drill bit could get caught in the guide and shearing the small part of the guide off. The investigation was not able to determine the reason why the forefront of the broken fragment was bent inward.

Event description:
According to the reporter, during an open reduction interbody fusion (orif) of the radial head, the tip of the drill bent and broke off. The broken tip was retrieved. Surgeon was able to complete the procedure.